Event description:
The patient is pursuing a product liability claim arising out of the use of the durom acetabular cup at an unknown date. It was reported by patient's counsel that the patient received an implant but no information regarding the implant, implant products or revision have yet been received or completed.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. The exact product name is still unknown. Should additional information become available and/or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. (B)(4).